Event description:
It was reported during a ptca/stent procedure, the duet was deployed in a mid right coronary artery lesion without pre-dilatation, contrary to "IFU". The pt left the cath lab in stable condition. The pt returned to the cath lab later in the day with severe chest pain. An angiogram revealed the lesion had become occluded. Intracoronary nitroglycerine was given and the lesion was dilated with a balloon catheter. Reopro was administered and the lesion was again dilated. The pt left the cath lab in stable condition and was later discharged from the hosp.